Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore non-dehp catheter extension set with onelink had come apart at the male luer during use. It is unknown if a patient was involved, however, there was no patient injury or medical intervention reported to be associated with this event. Additional information was requested and is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.